Event description:
Additional information was received indicating that there were more episodes of post-paced t-wave oversensing on the device. The device was reprogrammed again to resolve the event and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote transmission, there were episodes of post-paced t-wave oversensing observed on the device. The device was reprogrammed to resolve the event and the patient was stable.